Event description:
It was reported, that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock, due to incorrect interpretation of signal. It was also noted, that patient's recent transmission was missing electrogram (egm) for the episodes. No intervention was done. The patient was stable.